Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) with lot number 5279364. However, transmitter with serial number (B)(6) with lot number 7278386 was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and voltage measurement. A review of the share logs was performed and transmitter failed error found for serial number (B)(6) the investigation window. The allegation was confirmed. The probable cause could not be determined via product/data received. The reported event of transmitter failed/error/alert is reportable based on a transmitter error was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.